Manufacturer narrative:
Follow-up #1 date of submission 11/04/2015-product analysis:the device was returned and evaluated by product analysis on 10/21/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. The pump powered on with vibratory alerts functioning per specification.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.